Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a leak at the diff shear valve, cvl85/126, but was unable to determine the cause. He replaced cvl85/126 which fixed the leak. Beckman coulter (bec) internal identifier for the report is (B)(4).

Event description:
The customer reported a leak when using the coulter lh 780 hematology analyzer. The leak was a very small amount of blood/diluent in the drip tray of the analyzer. The customer identified the source as a loose tubing in the shear valve. The customer reported the leak was seen only during the rinsing/flushing procedure after a specimen was run. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing a lab coat and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.